Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case device only, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns a (B)(6) female patient of unknown origin. Medical history included diabetes and kidney (as reported). Concomitants medications were not provided. The patient received unspecified insulin via a reusable pen humapen luxura hd green at 18 unspecified units every morning and 30 every evening approximately generic name, type of insulin, formulation, indication for use and start date of therapy were not provided. On (B)(6) 2016 while using her humapen luxura hd green she experienced hypos, went down to 1.3mmol/l, she was not happy with the device and needed magnifying glass to see the batch ((B)(4), batch number 1312g01. Information regarding outcome of the event, corrective treatment and action taken with unspecified insulin was not provided. The patient was the operator of the humapen luxura hd green and her training status was not provided. The humapen luxura hd green model duration of use was not reported. The action taken and the return status of the suspect device were not known. The reporting consumer did not provide an assessment of relatedness between the event and the unspecified insulin or humapen luxura hd green. Update 03jan2017: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
Describe event or problem - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 24jan2017 in describe event or problem. No further follow up is planned. Evaluation summary: a female patient reported that she was "not happy" with her humapen luxura hd device. She experienced hypoglycemia. The device was not returned for investigation (batch (B)(4), manufactured december 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical trends with regard to dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case device only, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns a (B)(6) female patient of unknown origin. Medical history included diabetes and kidney (as reported). Concomitants medications were not provided. The patient received unspecified insulin via a reusable pen humapen luxura hd green at 18 unspecified units every morning and 30 every evening approximately generic name, type of insulin, formulation, indication for use and start date of therapy were not provided. On (B)(6) 2016 while using her humapen luxura hd green she experienced hypos, went down to 1.3 mmol/l, she was not happy with the device and needed magnifying glass to see the batch ((B)(4), batch number (B)(4). Information regarding outcome of the event, corrective treatment and action taken with unspecified insulin was not provided. The patient was the operator of the humapen luxura hd green and her training status was not provided. The humapen luxura hd green model duration of use was not reported. The device was not returned. The reporting consumer did not provide an assessment of relatedness between the event and the unspecified insulin or humapen luxura hd green. Update 03jan2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 09-jan-2017: a new pc was received from the rcp. The reporter return a reusable pen that was not mention on the original case. The reusable pen was added to the case in order to process the pc, no adverse event or drug used with the reusable pen were reported. No further changes were performed to the case. Update 24jan2017: additional information received on 23jan2017 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 20feb2017 in describe event or problem. No further follow up is planned. A female patient reported that she was "not happy" with her humapen luxura hd device. She experienced hypoglycemia. Investigation of the returned device (batch 1312g01, manufactured december 2013) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case device only, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns a (B)(6) female patient of unknown origin. Medical history included diabetes and kidney (as reported). Concomitants medications were not provided. The patient received unspecified insulin via a reusable pen humapen luxura hd green at 18 unspecified units every morning and 30 every evening approximately generic name, type of insulin, formulation, indication for use and start date of therapy were not provided. On (B)(6) 2016 while using her humapen luxura hd green she experienced hypos, went down to 1.3 mmol/l, she was not happy with the device and needed magnifying glass to see the batch ((B)(4), batch number 1312g01. Information regarding outcome of the event, corrective treatment and action taken with unspecified insulin was not provided. The patient was the operator of the humapen luxura hd green and her training status was not provided. The humapen luxura hd green model duration of use was not reported. The device was returned on 37jan2017, and no malfunction was identified. The reporting consumer did not provide an assessment of relatedness between the event and the unspecified insulin or humapen luxura hd green. Update 03jan2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 24jan2017: additional information received on 23jan2017 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Edit 09-jan-2017: a new pc was received from the product complaint safety database. The reporter returned a reusable pen that was not mention on the original case. The reusable pen was added to the case in order to process the pc, no adverse event or drug used with the reusable pen were reported. No further changes were performed to the case. Update 20-feb-2017: additional information received on 20-feb-2017 from the global product complaint database added the device specific safety summary; added the return date of the device; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.